Event description:
The customer called in for assistance in changing his meter back to mg/dl. He stated that the meter had been reading higher than usual prior to being set in mmol/l. While troubleshooting, the customer received a normal control result that was 95 mg/dl above the upper control limit. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.